Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had aborted shocks due to noise. Episodes and freeze capture during arm movements were observed. Lead was capped and replaced. The physician decided to abandon the lead and will not be returned. Patient was fine after the event.